Event description:
It was reported that a patient presented for a generator change. Device interrogation revealed high defibrillation impedance on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was stable before, during, and after the procedure.